Manufacturer narrative:
The device and the lens were returned in the opened blister tray inside the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to the nozzle entry area. No damage is observed to the device. The lens was returned in the blister tray, outside the device. Solution was dried on the lens. One haptic is folded onto the optic with the distal tip adhered in dried solution to the optic surface. The lens was cleaned with lphse to remove the dried viscoelastic and further assess. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause could not be determined for the reported complaint of "lens did not get it completely in the eye". The lens and the device were returned separated. No damage was observed to the device. It is unknown if the observed bent haptic was related to the reported complaint, or if the haptic dried into that position during shipment. The haptic resumed the original shape after removal of the viscoelastic. A dimensional inspection (plan view) was conducted. The lens was within the specification per the approved template. Additional information was provided in h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was delivered partially out side of the eye. There was no reported patient harm. Additional information was requested.